Event description:
"Bur bounces and makes noise" is stated on the customer repair order. Follow up info indicates event occurred during a surgical procedure - a lumbar laminectomy. Device operated normally prior to event.